Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and the patient event of death. However, there is no documentation in the complaint file to show a causal relationship between the death and use of the cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. Although a cause of death was not determined, cardiac arrest was suspected. The patient had a history of cardiac issues with recent cardiac catheterization and an increase in nitroglycerin tablet intake. Dialysis patients are at extraordinarily high risk for death. In the united states renal data system (usrds) database, the single, largest, specific cause of death is attributed to arrhythmic mechanisms or sudden cardiac arrest (sca). End stage kidney disease patients have a high mortality rate with cardiovascular disease reported as the leading cause of death among dialysis patients. Nearly a quarter of deaths are listed as being from an unknown cause. Based on the available information and no allegation or evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s death. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported to fresenius that a peritoneal dialysis (pd) patient expired during treatment while connected to the liberty select cycler. In the initial reporting, it was said to be unknown if the death was pd related. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was scheduled to come into the clinic for training on the nxstage machine on (B)(6)2024. The patient¿s pd therapy was ineffective, and the physician determined the nxstage would be appropriate for this patient. The patient was going to the clinic twice per week to use the nxstage machine. The pdrn stated the patient often had edema from the pd being ineffective. A patient contact arrived at the patient¿s home on (B)(6) 2024 to transport them to the clinic. The patient did not answer the door. The patient contact called 911. Emergency medical services (ems) made entry into the home and found the patient unresponsive on the floor. The patient was still connected to the liberty select cycler. The patient was transported to the hospital; however, no resuscitative efforts were administered as it was determined the patient was already deceased. The patient was brought to the morgue at the hospital. The cause of death has not been documented, although, it is suspected that it was cardiac arrest. The patient has a history of cardiac issues with recent complaints of having to take an increase in nitroglycerin tablets. The patient had a cardiac catheterization in (B)(6) 2023 (date unknown). The patient reported to the physician that they were unable to walk to the mailbox without taking a nitroglycerin tablet. Additionally, the patient had been prescribed isosorbide (dose, route, frequency, and duration unknown) by the cardiologist, but resulted in the patient passing out. A review of the patient¿s treatment records documented the last treatment initiating on (B)(6) 2024. The patient had completed three of five cycles with negative ultrafiltration in each cycle prior to expiring. There were no issues noted with the treatment. It is suspected the patient expired in the early morning of (B)(6) 2024. No additional information related to the death was available.

Event description:
It was reported to fresenius that a peritoneal dialysis (pd) patient expired during treatment while connected to the liberty select cycler. In the initial reporting, it was said to be unknown if the death was pd related. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was scheduled to come into the clinic for training on the nxstage machine on (B)(6) 2024. The patient¿s pd therapy was ineffective, and the physician determined the nxstage would be appropriate for this patient. The patient was going to the clinic twice per week to use the nxstage machine. The pdrn stated the patient often had edema from the pd being ineffective. A patient contact arrived at the patient¿s home on (B)(6) 2024 to transport them to the clinic. The patient did not answer the door. The patient contact called 911. Emergency medical services (ems) made entry into the home and found the patient unresponsive on the floor. The patient was still connected to the liberty select cycler. The patient was transported to the hospital; however, no resuscitative efforts were administered as it was determined the patient was already deceased. The patient was brought to the morgue at the hospital. The cause of death has not been documented, although, it is suspected that it was cardiac arrest. The patient has a history of cardiac issues with recent complaints of having to take an increase in nitroglycerin tablets. The patient had a cardiac catheterization in (B)(6) 2023 (date unknown). The patient reported to the physician that they were unable to walk to the mailbox without taking a nitroglycerin tablet. Additionally, the patient had been prescribed isosorbide (dose, route, frequency, and duration unknown) by the cardiologist, but resulted in the patient passing out. A review of the patient¿s treatment records documented the last treatment initiating on (B)(6) 2024. The patient had completed three of five cycles with negative ultrafiltration in each cycle prior to expiring. There were no issues noted with the treatment. It is suspected the patient expired in the early morning of (B)(6) 2024. No additional information related to the death was available.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. The cycler underwent and passed a system air leak test and a valve actuation test. The internal inspection of the cycler found no discrepancies. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.